Manufacturer narrative:
Consumer reported that osseointegration was not achieved, consumer reported an infection & mobility issues. Consumer also reported primary stability was reached before prosthetic restoration.

Event description:
Consumer reported that osseointegration was not achieved, conusmer reported an infection & mobility issues. Consumer also reported primary stability was reached before prosthetic restoration.